Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis which warranted antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the cause of the peritonitis was touch contamination. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set product deficiency or malfunction caused or contributed to the serious adverse event. It is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) contacted technical support and stated that the patient has peritonitis and was at the clinic getting blood drawn. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient¿s peritoneal effluent fluid cultures (collected on (B)(6) 2019), returned positive for gram-positive staphylococcus epidermidis, and a cell count revealed an elevated wbc = 1465 u/l. The patient was treated as an outpatient and prescribed intraperitoneal (ip) vancomycin 1 gram daily and ip fortaz 1 gram daily for 21 days. The pdrn stated the cause of the peritonitis was touch contamination, as ¿supported by the cultured organism.¿ the patient continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy and is self-administering the antibiotics as ordered. The pdrn stated that the events were unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s) or product(s). The pdrn stated the patient is recovering from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.